Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 412 mg/dl. The customer declined to troubleshoot on high blood glucose because she changed her set. The customer stated that the insulin pump makes the sound when it rewinding, not priming and has not any recent alarms. The customer stated that the insulin pump did not make sound when it rewound. The customer was advised of her warranty end date and to call us if high blood glucose persist or any other issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.